Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that after the acetabular cup was impacted into the patient, the surgeon went to place screws into the acetabular cup. While drilling one of the rim screws, the drill bit broke and became encased in the bone. The surgeon states he was unable to remove it and felt it would cause more damage to remove the cup and screw, then just leaving it in place. Therefore the decision was made to not remove the drill bit piece as it was not doing any damage and didn't have contact with any vital tissues.

Manufacturer narrative:
(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.